Event description:
It was reported that the patient underwent a revision procedure due to the device stopped working with an artificial urinary sphincter (aus). During cystoscopy the physician observed the cuff eroded through the urethra. The aus cuff, pump, and balloon was explanted no new device was implanted.